Event description:
It has been reported the pt had been experiencing difficulties initiating a communication between the ipg and the charging system. The pt is without stimulation. In an effort to resolve the issue, a replacement charging system has been sent to the pt. Attempts to obtain add'l info regarding the pt's condition and/or device status have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.